Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00655.

Event description:
An explanted temporomandibular joint (tmj) fossa implant with screws were returned to zimmer biomet. Additional information has been requested from the surgeon concerning the explantation; however the surgeon has not provided additional information.

Manufacturer narrative:
The product was returned for evaluation. The product identity has been confirmed in the evaluation. The product was returned in a bio-hazardous state, therefore only a visual inspection can be performed. A visual inspection revealed scratches near the screw holes; these likely occurred during insertion or removal of the screws and did not impact the functionality of the fossa while it was implanted as the fossa remains fully in-tact. The unknown screw is fractured through the minor diameter of the screw; the remaining threads near the head of the screw appear to be fully in-tact. The bottom half of the screw has tissue surrounding half of it and the threads could not be visually inspected. There are not enough details regarding this complaint to determine what the cause of the screw fracture. It is possible that the screw was fractured while implanted and it is also possible that the screw was fractured during removal of the implant. The complaint is confirmed as these parts are from a revision. The most likely underlying cause of this complaint cannot be determined as there is insufficient information to provide an accurate conclusion. The non-conformance database was reviewed in the evaluation and no non-conformances were noted. According to the evaluation, there are no indications of manufacturing defects. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00655-1.